Event description:
The customer reported that the touchscreen was unresponsive and that the device also had scratches on the screen. There was no reported impact on the customer¿s blood glucose level. No additional outcomes or corrective actions were mentioned, as the customer declined further follow-up from technical support.